Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 575 mg/dl; cause was customer's cartridge ran out of insulin and customer did not change it. Customer required assistance from son to address bg via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.